Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"Air leak was observed during surgery and the user determined there was an abnormality in the subject device which was replaced with new one to continue surgery. Before completing the surgery, the user found a broken piece of valve in the patient's body and retrieved it. We received an inquiry from the doctor concerning the device being defective. We were also asked if the device is made of any fragile material." Patient status: "the patient was not injured".